Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol). Upon interrogation a message was observed indicating a charge time out occurred. It was reported the monitoring voltage was 2.06 v. Additionally, there were 1,700 diverted and reconfirmed ventricular fibrillation (vf) episodes within a months time due to oversensed noise. Four shocks had been delivered, however it was not known when they were delivered due to the episodes being overwritten. Right ventricular loss of capture was also noted. It was also reported the patient was recently implanted with a left ventricular assist device. Technical services discussed the device was in storage mode. Additionally, technical services discussed the diverted and reconfirmed episodes could drain the battery due to the device charging. This crt-d was explanted and replaced. During the procedure, the right ventricular lead was found to be pushed near the device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks in the device header casing. All seal plugs were intact and all setscrews operated appropriately. The device was in storage mode with a battery voltage of 2.07 v. The device did not pass pacing, defibrillation, and sensing testing due to the depleted battery. Laboratory analysis could not confirm the observed noise, oversensing, or loss of capture.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.